Event description:
The customer reported to olympus that at the beginning of an unknown therapeutic procedure using a combination of an otv-s300 video processor and a ltf-s190-10 videoscope, a problem occurred where the screen did not display properly when connected and turned on. It was reported that power was turned off and on, plugged in and out, and the issue was resolved long enough to complete the procedure. The customer reported that the procedure was successfully completed with the same set of equipment, and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no abnormalities with the display. The investigation results did reveal the following observation: battery drained. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image displayed was due to endoeye flex deflectable videoscope, which was used in combination. Olympus will continue to monitor field performance for this device.